Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed visual inspection due to lose housing. The device was visually and functionally assessed and determined to operate with low power, and the rear housings are separating from the mid-plate, resulting in unintended operation due to the trigger screw coming loose consistent with normal wear. The impactor trigger screw had back out, which allows the trigger body to move, resulting in the rear housing separation. These are considered normal wear due to general tool degradation since the impactor met its life expectancy due to its age and high cycle count. (B)(4)

Event description:
It was reported that during pre-surgery testing it was observed that the impactor device did not work. During in-house engineering evaluation it was determined that the rear housings are separating from the mid-plate, resulting in unintended operation due to the trigger screw coming loose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.